Event description:
Thirty five yr old female had silicone implants placed in 1984 and does not know size or kind of implants. Has developed painful capsular contractures and has been told implant on left breast was ruptured. Both implants were found to be intact when removed. No identifying info was found by pathologist.